Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint on the heartstart xl+ indicating that the device prompts "ECG monitoring malfunction" when customer selected the monitoring mode during self-test. Customer tried to select the defibrillation mode, re-plug the ECG cable and restart the device, but the error still existed. There was no patient involvement at the time the issue was discovered. Based on the results of the analysis provided by customer, the root cause could not be determined. The issue was resolved by doing an operational check and the product is back in service.